Manufacturer narrative:
A ge service rep performed an on site investigation. A loose connector inside the power signal interface was tightened. The system was then found to be operating as intended.

Event description:
Customer reported that an error message was displayed and the system would not boot up. No pt injury was reported.